Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with blood glucose readings trending from 264 mg/dl to 253 mg/dl and then to 222 mg/dl while eating, with no observed infusion set kinks or leaks and a brief loss of connection while walking. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included no medical intervention, no hospitalization, and resolution trend with continued device use. Investigation included customer interview, troubleshooting, and device-use education. Investigation of this case revealed no confirmed device malfunction and that glucose decreased over time as the system adjusted post-meal. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.